Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient insert was inserted on (B)(6) 2021 and femur inserted on (B)(6) 2021. Surgeon decided to do an I&d and exploration of knee due to unexplained pain and position of patient, even had suspicion sepsis of hip due to patient presentation, hyper flexed and externally rotated. Hip aspiration was negative. Femoral component was removed as it appeared that external rotation was increased relative to where it had been placed at the previous procedure. An insert 2mm thinner was used as full extension was not obtained prior to surgery. No indication of infection were present in the knee, however specimens were sent for confirmation. Doi: (B)(6) 2021 (tibial insert); (B)(6) 2021 (femoral); dor: (B)(6) 2021; right knee. This complaint is related to (B)(4) which reports the first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that a new hinge pin comes with every new femur, so the hinge pin was replaced.